Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient faced adhesive issues event on (B)(6) 2026. The infusion set fell out and led to high bg which was treated with multiple daily injections [mdi]. No further information available.